Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2010, pt reported that for the past 2 weeks he is receiving multiple e4 (occlusion) errors; sometimes 4 times a day. Pt stated his blood glucose level has elevated to 300 mg/dl to more than 400 mg/dl. Pt's normal blood glucose range is 120-150 mg/dl. Pt reported he changed the infusion set and insulin cartridge and then took a correction bolus using the infusion device. Pt stated he is able to receive 1-3 boluses via the infusion device then the infusion device displays e4 again. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.